Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to (B)(6).

Manufacturer narrative:
(B)(4). The specific device reported was not returned. However, other returned rx locking device with biopsy cap devices for difficulty inserting devices through the biopsy cap sponge were evaluated. Evaluation of the biopsy cap found that the star shaped slits on the foam insert (sponge) were not completely perforated. This could potentially cause the sponge to detach from the biopsy cap during device insertion, due to the device not having a clean slit / path to penetrate and catching on the sponge. As these evaluations found that the sponge had not been completely perforated during manufacture, the most probable root cause is supplier manufacturing. Further investigation of this issue is ongoing.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00362 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that a rx locking device with biopsy cap was intended for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for stones within the common bile duct. Upon introducing a hydratome sphincterotome into the rx locking device, the tome bent. The tome was within the biopsy cap only and did not enter the patient. A second hydratome sphincterotome was used along with a second rx locking device to complete the procedure without complications. A pentax scope was used for the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. On (B)(6) 2011, an investigation of the reported device was completed. Based on the results of the investigation, this is now considered a reportable event.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00362 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that a rx locking device with biopsy cap was intended for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for stones within the common bile duct. Upon introducing a hydratome sphincterotome into the rx locking device, the tome bent. The tome was within the biopsy cap only and did not enter the patient. A second hydratome sphincterotome was used along with a second rx locking device to complete the procedure without complications. A pentax scope was used for the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. On (B)(6) 2011, an investigation of the reported device was completed. Based on the results of the investigation, this is now considered a reportable event.